Event description:
Same case as MFR#: 2134265-2012-02198. This was originally to be reported on the 1st quarter alternative summary report, however, due to investigation findings on (B)(6) 2012, this is now considered 3500a reportable. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left antebrachial shunt. A sv/5.5-4/4t/90 balloon catheter was used and on the first inflation ruptured at fifteen atmospheres. Then a fg sv/5.5-4/4t/40 balloon catheter was inflated and on the first inflation the balloon ruptured at six atmospheres. A pcb 4mm was then used to complete the procedure. All ruptured devices were removed intact. No patient complications were reported and the patient's status is good. Device analysis revealed a tip detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination of the returned device revealed no damage to the shaft of the device. The balloon was not fully folded or wrapped around the shaft of the device. There was damage noted to the distal tip of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the device when a leak was noted coming from the distal tip of the device. There were no leaks noted in the balloon. Microscopic examination of the distal tip, it revealed that the distal bond had detached. There was evidence of uv glue cured on the tip. Close examination of the balloon sleeve could not detect any balloon roughening. Based on the "smooth" appearance of the bond site there is evidence indicating that the balloon sleeve was not roughened as there is no balloon imprint on the tip/adhesive. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing. (B)(4).